Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-19061). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was unable to be interrogated. Multiple attempts to interrogated the device were unsuccessful. It was also noted that the device prematurely reached eri. Device was explanted and replaced.